Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin set expired notification and was advised that insulin delivery would continue and to change the set when convenient; during this period the user experienced hyperglycemia after skipping lunch, then went low and overtreated, resulting in elevated glucose. Symptoms included transient hyperglycemia without reported acute complications. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with the highest glucose at 211 mg/dl for approximately two hours. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device alerts or alarms and no identified device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on established assessments for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.